Event description:
Triton pole mount infusion pump was returned with a complaint of a constant alarm and the screen showing scattered pixols. No patient impact was reported by the user. Cause was found to be a loose wire. Unconnected to the reported event, the manufacturer found during evaluation of the pump that it was over-delivering by approximately 10%. No over-delivery was noticed by the user facility